Event description:
It was reported that the pump displayed error codes of system failure, backup audible alarm post. The error history showed the alarm occurred 3 times over 2 days. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition. A review of the event history log found a backup audible alarm post. During the functional testing, the backup audible alarm post was able to be duplicated during the power up process. The root cause was the main pc board. The main pc board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.